Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the customer report was not replicated or confirmed. The device passed full functionality testing and stress testing without duplicating a malfunction. The device was able to detect a rhythm and analyze rhythms for shocks appropriately with no evidence of "attach pads". The device was recertified and returned to the customer. Review of the device logs on the event date of (B)(6)2020 found a significant amount of artifact present during the case and a stable ECG waveform is not present. A stable waveform is required in order for the device to perform an analysis of the rhythm in order to advise or to not advise a shock. There were no critical errors, but there is an error 262 which indicates the device did not detect pads connected during the power up self test. There are also multiple pads on/pads off events and analysis halted events. Pads off indicates an impedance fault or open connection and results in an "attach pads" message. The "attach pads" message and no display of a rhythm/advising a shock can occur for a number of reasons outside of a device malfunction. This includes but is not limited to: a poor connection of the pads to the patient, a poor connection of the pads to the device, or an issue with the pads themselves. The electrode pads were not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.